Event description:
It was reported that the patient's implantable neurostimulator (ins) incision was draining. The ins and lead were explanted due to infection and the patient recovered without sequela. Refer to manufacturer report # 3004209178-2012-01299 regarding explant of the patient's previous ins due to infection.

Manufacturer narrative:
Product ID (B)(4), lot# v840128004, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product typ lead; product ID (B)(4), serial# (B)(4), product typ recharger; product ID (B)(4), serial# (B)(4), product typ programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted once analysis is complete.

Manufacturer narrative:
Final device analysis for stimulator (B)(4) revealed no anomalies. Final device analysis for lead (B)(4) revealed no significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.